Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and lead system was explanted due to infection. It was noted the wound was red and laboratory tests confirmed inflammation. Also, an echocardiogram showed vegetation on two of the three leads. Therefore, the patient was hospitalized, the system was explanted, and the patient was treated with antibiotics. A new system was planned for approximately four weeks after the end of the antibiotic cycle. No additional adverse patient effects were reported.